Event description:
Customer reported she experienced low blood glucose because she had not eaten. Blood glucose value was 60 mg/dl; treated with food. The drive support cap is recessed and she was disconnected during the rewind/prime sequence. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.